Manufacturer narrative:
(B)(6). This is 1 of 3 mdrs being submitted for patient identifier (B)(6). The patient took aspirin and plavix prior to the procedure, intravenous heparin during the procedure, and aspirin and plavix after the procedure. The actual date of the event was unknown; however, the abstract was published in july, 2014. Lodi, y., et al. (July 2014) ¿loading doses of aspirin and clopidogrel prior to enterprise stent-assisted repair of intracranial aneurysm ¿ a single center experience¿ , j neurointerv surg. 2014 jul;6 suppl 1:a24-5. Doi: 10.1136/neurintsurg-2014-011343.44. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported via a literature article, a patient with an unruptured wide-neck bi-lobulated basilar artery aneurysm experienced a thromboembolic event resulting in visual distortion and diplopia 2 days after stent assisted coil embolization using an enterprise stent (enf453712/1424666) and unspecified cashmere coils. It was reported that there was no in-stent thrombosis and 100% post-procedure aneurysm occlusion. Patient¿s act was 238. The patient took aspirin and plavix prior to the procedure, intravenous heparin during the procedure, and aspirin and plavix after the procedure. Her act was 238. Her symptoms resolved completely. No additional information could be provided. The device was implanted and, therefore, no available for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01424666. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. It should be noted that the reported lot has a use by date of 2011-06, as indicated in the device history records. Neurological deficit and emboli are known potential adverse events associated with the use of these devices, and are listed in the instructions for use as such. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available. Inspections are in place to prevent damaged products from leaving the facility. No corrective action is required at this time. (B)(4).

Event description:
As reported via a literature article, a patient with an unruptured wide-neck bi-lobulated basilar artery aneurysm experienced a thromboembolic event resulting in visual distortion and diplopia 2 days after stent assisted coil embolization using an enterprise stent (enf453712/1424666) and unspecified cashmere coils. It was reported that there was no in-stent thrombosis and 100% post-procedure aneurysm occlusion. Patient¿s act was 238. The patient took aspirin and plavix prior to the procedure, intravenous heparin during the procedure, and aspirin and plavix after the procedure. Her act was 238. Her symptoms resolved completely. No additional information could be provided.